Manufacturer narrative:
D1 - brand name: correction manufacturer's investigation conclusion: the reported event of a leak from the 14v li-ion battery serial number: (B)(6) was confirmed. The 14 volt li-ion battery was returned for analysis with corroded and damaged contacts. The corrosion and damage appear to have been caused due to a leak from the battery. The battery was functionally tested with a test system controller, 14v battery clip, and mock circulatory loop and found to operate as intended during analysis. The battery was manipulated by hand within the battery clip and the battery remained secured in the clip without any issues or atypical alarms produced. The battery was inserted into a test universal battery charger and was accepted for charge. No active leak was identified during testing. The root cause of the reported event was unable to be conclusively determined though this analysis. The 14v li-ion battery serial number: (B)(6) was inspected and accepted into the receiving inspection storage location on 12dec2023, passed all manufacturing testing prior to being initially shipped outbound on 13dec2023. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the 14v battery clips and 14v batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event/ there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that acid was coming out of the battery. No adverse event happened to patient, and they were able to change to new set of batteries without further issue. The patient stated that they were in the park, and started getting an alarm similar to the alarm that occurs if the battery is disconnected for too long, the patient went to check the connection of the battery to the battery clip since that had been an issue before and they noticed the fluid. It was reported that the fluid leaked onto the clip, but the patient 'cleaned it' the patient went home and changed batteries. It was noted that the patient initially put the battery back into the universal battery charger (ubc), realized the fluid was leaking onto the ubc and removed the battery. The patient's battery, ubc, and battery clips were replaced.